Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis found that the left ventricular lead had high thresholds. The left ventricular capture threshold was consistently over 3.5v since (B)(6) 2014. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the unipolar left ventricular lead had low bipolar impedance and possible insulation damage. The lead was noted to be capped when a better threshold could not be obtained with the lead. The lead was not replaced at this time. No patient complications have been reported as a result of this event.